Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Remains implanted.

Event description:
It was reported by the patient that on (B)(6) 2014, a persona tibia, persona femur and a tm patella were implanted. The patient is alleging pain and discomfort. It is unknown if a revision is planned. Note that the persona tibial and femoral components are of zimmer biomet (B)(4) design control and the tm patella is of zimmer biomet (B)(4) design control.